Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker system implant. During post-operation recovery, it was noted that the patient suffered excessive bleeding from the introducer puncture site. The patient deceased due to blood loss.

Manufacturer narrative:
Corrections: report type, report subtype, and h1.